Event description:
In the cath lab suite, the patient was undergoing a cardiac catheterization and needed intervention. An interventional wire was placed in the left anterior descending (lad) and a 2nd wire advanced to enter the 1st obtuse marginal (om) but was unsuccessful. We decided to abort the procedure but one of the wires was caught on something in the vessel and was pulled out. Later under xray, it was seen that a portion of the wire was still in the vessel extended into the aorta. The lad was also dissected and a cardiothoracic surgeon was paged and the patient was then prepped for an emergency bypass.======================manufacturer response for guidewire, choice pt floppy ls straight tip (per site reporter).======================calling wanting information on what happened.